Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.00mm x 16mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the delivery shaft was fractured at 55cm from the physician's hand. The device was simply pulled out without any intervention and no fragment was left inside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.